Manufacturer narrative:
The returned product was investigated by the manufacturer, and the investigation was completed on june 28, 2024. The analysis revealed that the repair technician could not replicate the customer's complaint of "power failures and burning handles" during the inspection. The unit was fully functional and showed no issues. However, the electrode tip on the distal side was completely worn out, where a thin wire is normally visible. The root cause is potentially an application error. The worn distal electrode tip indicates that the electrode has been used multiple times. Additionally, incorrect settings on the autocon device might have caused damage to the electrode. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
Autoncon not working properly causing the procedure to not able to complete and the electrodes (ref. (B)(4)) broken into the uterine cavity, which caused the temporary loss and subsequent search for said filament. No injury to patient or third party reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The item in question was returned to the manufacturer. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).